Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow-up, there were several vf episodes observed, some which were inappropriate for double counting of t-wave. Patient received inappropriate shocks as a result. The physician decided to reprogram the device. However, it was recommended to replace the lead since the oversensing could not be resolved with re-programming.